Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left ventricular reverse remodeling elicited by a quadripolar lead: results from the (B)(6) study. Pace pacing and clinical electrophysiology. 2016;39(3):250-260.

Event description:
A journal article was received which contained information regarding left ventricular (lv) leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patient deaths identified attributed to refractory heart failure and non-cardiac causes. Of note, there is no allegation/relatedness between the system and the patients' deaths. The article also indicated that during the implant procedure, patients experienced lead placement difficulty. The lv lead could not be placed in the target vein or it was difficult to track the lead over the wire. The article noted the lead placement was not able to be maintained as lead measurements were unstable. This included phrenic nerve stimulation and high lv thresholds for another patient. During follow up with the clinic it was noted that patient's experienced lv lead dislodgement requiring a revision, lv lead dislodgement requiring reprogramming, or experienced phrenic nerve stimulation requiring reprogramming. The status of the systems is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.

Event description:
Additional follow up information from the physician indicated there was no relationship between the products and the patient deaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.